Event description:
It was reported that the iodine sponge of a connection shield was dry. This was noted before use and the product was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed that the foam sponge was dry and that there were four pinholes in the pouch. The reported condition was verified. The cause of the condition was determined to be excessive handling which resulted in the device penetrating the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.